Manufacturer narrative:
Conclusion as the product has not been returned for investigation and the serial number is not available, the complaint could not be reproduced. Result as the product has not been returned for investigation and the serial number is not available, the complaint could not be reproduced. Device was not returned.

Event description:
On (B)(6) 2013 patient's wife reported the rubber around the buttons on the infusion device is worn out and the metal beneath the buttons is exposed. Wife stated it is the button that is closest to the cartridge chamber which is the down button. Wife reported the buttons do not always respond to presses so she has to press the button multiple times to get it to respond. Wife stated the issue has been reoccurring for the past few months. Wife reported she can get it to respond but she has to press it harder or in a different angle. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.